Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The concentric, de novo target lesion with a bend of more than 90 degrees was located in the mildy tortuous and mildly calcified left anterior descending artery. A 3.00mm x 15mm nc energy balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.